Manufacturer narrative:
(B)(6). Complaint conclusion: the device was returned for analysis, but the actual coil was implanted and the microcatheter was not returned. Analysis revealed that the detachment fiber did not receive head and melt. The coil was mechanically detached form the device positioning unit. The premature detachment was confirmed since the returned dpu showed that the coil had been mechanically detached. The evidence suggested that the unintended detachment was due to the coil becoming anchored and then mechanically severed during retraction. The circumstances of how and where this occurred cannot be determined. In addition, without the return of the prowler microcatheter used in the procedure, it could not be determined if this component contributed to the premature detachment. Stroke is a known procedural complication of implantable coils. Based on the information available, it is not possible to determine if the coils were related to the stroke that occurred after the procedure. The patient was on plavix and would have received heparin during the procedure, which could have contributed to a cerebral bleed. Since the stroke occurred after the procedure, and after the detached coil was pinned to the wall of the vessel, it was most likely not related to the premature detachment. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The physician indicated that the coil detached prematurely. This was the first coil introduced. No electrical check was done. Physician had pushed and withdrawn coil from the aneurysm several times. Upon unexpected deployment approximately half the coil was left in parent artery. The physician was advancing the presidio and withdrawing to try and get the last of the coil into the aneurysm when it prematurely detached. There was enough coil left in the parent artery where it circled the wall of the 4mm vessel. Upon completion of packing the aneurysm they did place an enterprise stent to pin it to the wall of the vessel. The patient was already on plavix and the tests shows she was respondent. They left her on plavix. She had a stroke later that same day, but the physician was not sure if it was as result of the coil/stent.